Event description:
It was reported to philips that the system's flexvision computer hard drive was defective, preventing a full system boot. No harm to the patient or user was reported. The device was in clinical use at the time of the event. No harm to the patient or user was reported.